Manufacturer narrative:
Investigation: complaint reference number (parent): (B)(4). Material number: (B)(4). Lot numbers: 710079n. Problem statement: the customer reported four (4) tubes that leaked during centrifuge while using next generation microtainer tubes with lithium heparin and gel- material number: (B)(4), lot: 710079n. Returned sample evaluation: one (1) contaminated customer sample was received for site evaluation. A crack at the bottom of the tube at the gate area was observed (mold 310, appears to be cavity 88 or 68). No external damage on the cap or the reservoir was observed. In addition, one thousand (1,000) unopened customer samples were received for evaluation. Of these samples 400 units were received in their original sealed cases (case # 433 and 434) and the remaining samples were received in their original unopened polybags without the cases. A tightened inspection (level iii, aql=0.065 %) with a sample size of 315 (acc=0, rej=1) was performed. One sample was observed with barrier gel out of position but the reported failure mode was not observed in these samples. Per DHR record cases #433 and #434 were manufacture on 17 apr 2017 during the 4:00- 5:00 pm period. Retain sample evaluation: fifty (50) retention samples were visually observed for this lot. One reservoir was observed with a crack at gate area at the bottom of the tube (mold 310, cavity 76). No damage to caps or other external damage to reservoirs observed. Lot number / product family history: per complaint history check this is the first complaint reported for the same defect/condition for lot 710079n. This is the second confirmed complaint for leakage caused by the same condition (refer to pr # (B)(4)). Manufacturing records review: a review of the device history records was completed for lot 710079n. All in-process and final inspections were in compliance with requirements. Product was manufactured from 17 apr 17 to 18 apr 17 under production order 101304873. The expiration date for this lot is 30 jun 2018. A total of 336,000 units were released. Fifty units (50), in addition to the released units, are maintained at the site as retain samples. There was one (1) breakdown maintenance order (601340832) related to the barrier dispense station purging generated for the assembly line during the run and one (1) breakdown maintenance order (601339480) related to the sub-assembly printing process in which a shaft bushing was replaced. No issues than can be associated to damaged components were reported. No ncmrs were generated for this lot. Reference to known issue: there are no known issues or ¿pics¿ related to leakage for microtainer tubes. CAPA determination results: based on the investigation results to date, defect has been confirmed. Per CPR-028 the reported issue does not represent a single significant incident that would trigger a CAPA. Per complaint history check in pr ID 119152, a severity level of s2 was assigned to the reported issue and this is the first complaint related to the incident lot. This is the second confirmed complaint related to leakage (pr #: (B)(4)). Risk management worksheet vrmw14-001 assigns occurrence ranking ranging from o1 to o2 to hazards associated to exposure of specimen resulting in patient redraw. Resulting worst case risk level of s2o2 per CPR-028 table 3-risk level matrix, would represent a low risk level. No additional actions will be required to be performed at this time. Scar 17-020 will be issued to the supplier. Investigation: the next generation microtainer brand tube (ngmbt) is assembled in the arthur g. Russell ngmbt automatic assembly line (sap equipment number: 40069576) at the juncos, pr site. Fifteen (15) tubes are loaded onto racks that travel through each station in the machine. The lot number and expiration date are printed on the tubes, then the tubes inside walls are spray coated with a silica suspension. The tubes then pass through a drying station where the solution is dried. Then the barrier gel is dispensed inside the tubes at the next station. Silicone lubricant is applied to the tube collector outside surface and then the cap is placed on the tube. The capped tubes are then transferred to the bagging equipment. The lot number, expiration date and secondary barcode are printed onto the polybag. Each tube is individually counted via a thru-beam sensor when it passes the slotted wheel. Tubes are accumulated until they reach 50, then a flap opens to transfer tubes into the polybag. After filling the polybag is heat sealed. Polybags are then manually packed into case cartons. This automatic line has vision systems to 100% inspect for correct and legible tube lot/expiration date printing, solution spray presence, cap presence, cap seating, and polybag correct and legible lot / expiration date printing. Per DHR review there were no issues that could lead to damaged components reported during the production run. There were no ncmrs generated for this lot. Retention samples were visually evaluated with one reservoir found to have a crack in the gate area at the bottom of the tube. Per evaluation of the actual customer sample received, a crack at the bottom of the tube (in the gate area) was also observed. The assembly process was evaluated and there is no process step or malfunction that would cause the crack observed in this area without any other sign of external damage to the reservoir or cap. For this reason it was concluded that the issue is related to the supplier molding process. The ngmbt reservoirs are molded by the bd sandy, utah site. The ngmbt reservoirs are produced in two configurations, the natural reservoirs and the amber tinted reservoirs. Material number 16720aak is the natural color reservoir used for ngmbt finished product 365985. The reservoirs are molded using a thirty-two cavity mold. After parts are ejected from the mold they travel through conveyors which go into bags that are then packed in cases. Incoming inspection for ngmbt reservoirs received is performed per vt20084. Visual inspection for voids, cracks, short shots, incomplete fills or indentations at the flange thickness area is performed using a level 1, 0.065 % aql sampling. Per sap reports the ngmbt reservoirs lots used were lot 6291767, 6349664, 7016510 and 7016513. All lots were found acceptable during incoming inspection and no quality notifications were associated to these lots. This suggests that the failure is possibly below the acceptable quality level (aql) of 0.065%. Root cause: based on the investigation results to date, the defect was confirmed per evaluation of customer and retention samples. A crack at the bottom of the reservoir (gate area) was observed from reservoir molded with mold 310. The most probable root cause associated to the reported condition may be due to molding process issues. Actions: scar 17-020 will issued to the molding supplier. Awareness of the complaint was provided to manufacturing and incoming inspection areas. Conclusion: confirmed: bd life sciences - preanalytical systems was able to confirm the customer¿s indicated failure mode with actual sample provided by the customer and retention samples. A review of the manufacturing records was performed for the incident lot and no manufacturing issues that could result in damaged components were reported. The most probable root cause associated to the reported issue may be due to molding process issues. Summary: the customer reported leakage while using next generation microtainer tubes with lithium heparin and gel- material number: 365985, lot: 710079n. Based on the investigation results to date the defect was confirmed. The customer¿s indicated failure mode was confirmed with actual samples provided by the customer and retention samples. Scar 17-020 will be issued to the molding supplier and complaint awareness was provided. The site will continue to monitor the issue.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during centrifuge, blood leaked out of bd microtainer® tube with bd microgard¿ closure. Lithium heparin, pst¿ gel additive tube. There was no report of medical intervention or serious injury.